Manufacturer narrative:
The technician found the brake and steer linkage was broken. He used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the brake at the foot end of the stretcher does not hold.